Event description:
It was reported that a transfer set had a slit in the tubing during patient use. The patient caused the damage to the tubing. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. It was reported that the patient damaged the tubing. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns that a slit in the tubing is a breach in the sterile pathway, and according to the manual, ¿contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.